Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the cgm was 54 mg/dl but the patient did not have a bg meter to check a fingerstick for comparision. Based on the cgm reading, the patient's mother kept feeling the patient to elevate the cgm value. On (B)(6) 2025, the patient felt sick. They were dizzy, could barely walk and kept vomiting. They were taken to the hospital and the cgm was 176 mg/dl and the bg was 688 mg/dl. They were treated with insulin and 3 bags of unspecified liquid. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced inaccurate readings. The reported glucose values fall within the c zone of the parkes error grid when checked in the hospital. No additional patient or event information is available.